Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report the hospitalization due to high blood glucose. The current blood glucose reading is 193 mg/dl. Customer stated that she tried to run a bolus and no insulin was delivered. The blood glucose reading at the time of the event was over 500 mg/dl. During troubleshooting, manual prime correct, insulin exited the tubing. High pressure test passed. Customer's insulin pump had button response issues. Advised that the insulin pump will be replaced. Nothing further reported.